Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 26, 2015 to may 27, 2015. Evaluation summary: the device was received for evaluation. A visual inspection found clear oily liquid located on the internal surface of the housing. The amount of oil meets the minimum quantity of silicone oil defined. Infrared spectroscopy identified the oil as silicone. Excess oil is considered cosmetic issue. The device was found to meet specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had moisture in the inside wall. There was no patient involvement. No additional information is available.